Event description:
Boston scientific received information that this implantable defibrillation lead was explanted due to an unspecified product performance issue. The device was also explanted electively. No adverse patient effects were reported.

Event description:
Additional information was received indicating this lead exhibited increased pacing threshold measurements. A decrease in pacing impedance measurements were also observed, however measurements remained within range. It was reported the patient's pocket was thin and they physician elected to revise the pocket. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, no further information is available. This report will be updated should additional information become available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.